Manufacturer narrative:
Results: the pusher assembly for the penumbra smart coil (smart coil) was stuck inside the ruby coil detachment handle (handle). The smart coil pusher assembly was fractured and kinked throughout its length. The embolization coil was detached from the distal tip of the pusher assembly. Conclusions: evaluation of the returned devices confirmed that the smart coil pusher assembly was stuck inside a ruby coil detachment handle (handle), and severely damaged throughout its length. The handle¿s funnel inner diameter is larger than the outer diameter of the smart coil¿s pusher assembly and, therefore, the smart coil is dimensionally incompatible with the ruby coil detachment handle. If this handle is used to attempt to detach a smart coil, the pusher assembly will be drawn into the handle¿s internal mechanism, and become stuck. This action will also cause the pusher assembly to become kinked and fractured. The embolization coil and introducer sheath of the smart coil were not returned for evaluation. Penumbra coils and handles are 100% functionally tested during inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00731.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, while attempting to advance a smart coil through another manufacturer's microcatheter, the physician experienced friction and the smart coil was unable to advance. Therefore, the smart coil was removed and the microcatheter was replaced with another manufacturer's microcatheter. The physician then deployed a new smart coil into the aneurysm but mistakenly used the wrong ruby coil detachment handle (handle) to detach the coil. Consequently, the coil was unable to detach and the smart coil pusher assembly became stuck in the handle and could not be removed. Therefore, the procedure was completed using another manufacturer's coil. There was no report of an adverse effect to the patient.